Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the ramus. Approximately 34 months post index procedure the patient suffered a stroke. The investigator assessed that the event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke). (B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cerebrovascular accident).

Event description:
It was reported that approximately 37 months post index procedure the patient suffered another stroke event. The investigator has indicated the event was not related to the study device.